Event description:
Device 1 of 2. See MFR report number 1627487-2010-00087 for device 2. It was reported that during a revision surgery, the doctor used a dural separator for placing the lead and implanted the ipg. The procedure was uneventful. In the recovery room, the pt experienced paralysis in both legs. The stimulator was not turned on. The doctor removed the scs system and stated that the pt had a cord infarction which caused the paralysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.